Event description:
Boston scientific received information that during a routine follow up visit, this right atrial (ra) lead exhibited a loss of capture (loc). A lead dislodgment was suspected. Sensing and impedance values were within normal limits. At this time no revision procedure has been performed. No adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure took place. The right atrial (ra) lead was successfully repositioned. The lead remains implanted at this time. No adverse patient effects were reported.

Event description:
Additional information was received that after the revision procedure, it was discovered that the patient experienced a pneumothorax the right atrial (ra) lead was successfully repositioned. The lead remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.